Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2005, (B)(6) 2010). Concomitant products included nsaids from (B)(6) 2010 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6)2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced abortion spontaneous ("miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain updated to serious incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Outcome of event pelvic pain were updated. Onset date of event pelvic pain, abortion spontaneous were updated. Medical history, concomitant drug, lab data, reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2005, (B)(6) 2010). Concomitant products included nsaids from (B)(6) 2010 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced abortion spontaneous ("miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 and (B)(6) 2010. Contraception method before essure was the use of condoms dated from (B)(6) 2005 to (B)(6) 2010 when it was confirmed essure occlusion. She had received treatment for following events "migration, pelvic pain and genital bleeding". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Lot number: 716609 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2005, (B)(6) 2010). Concomitant products included nsaids from (B)(6) 2010 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced abortion spontaneous ("miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 and (B)(6) 2010. Contraception method before essure was the use of condoms dated from jan-2005 to (B)(6) 2010 when it was confirmed essure occlusion. She had received treatment for following events "migration, pelvic pain and genital bleeding." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event¿ device dislocation¿ was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2005, (B)(6) 2010). Concomitant products included nsaids from (B)(6) 2010 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced abortion spontaneous ("miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: bilateral occlusion. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.